Event description:
Patient was undergoing neurosurgery and obtained a skin tear from the pins of the mayfield skull clamp, which had slipped while the surgery was being performed. The skin tear was ~3cm long and was located in the the left parietal area. It required stapling. The patient was in the prone position with the lock and two pins on the left, one pin on the right. The pins were inspected after this event without any deficiency noted. Mayfield integra ref a1072 disposable pins were utilized.the device was returned to the manufacturer for analysis. Their investigation concluded the following: "the device operated normally during functional testing" "the 80 lb torque knob tested "good" under pressure and the ratchet extension arm had no visible cracks. The lock had a little rotational movement and the large starburst teeth were worn but still functional. All other components were functional. Based on their analysis, the manufacturer considers this case "closed".